Event description:
A patient's blood was being drawn on and blood started coming out from where the tubing connects to the vacutainer. The blood flowed on to the pillow case then on to the floor and dripped on staff member's pants.